Manufacturer narrative:
Block h2: block d4 lot number has been updated with additional information received on september 23, 2024. Block h6: imdrf device code a1802 captures the reportable event of device package contains foreign matter. Block h11: additional information: block d4 lot number has been updated based on the additional information provided.

Event description:
It was reported to boston scientific corporation that a compliance endokit was opened on (B)(6) 2024 during preparation for a procedure. Upon opening the package, a hair was found inside the kit. Another compliance kit was used for the procedure. There was no reported patient complications associated with this event.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: imdrf device code a1802 captures the reportable event of device package contains foreign matter.

Event description:
It was reported to boston scientific corporation that a compliance endokit was opened on (B)(6) 2024 during preparation for a procedure. Upon opening the package, a hair was found inside the kit. Another compliance kit was used for the procedure. There was no reported patient complications associated with this event.

Manufacturer narrative:
Block h2: block d4 lot number has been updated with additional information received on (B)(6) 2024. Block h6: imdrf device code a1802 captures the reportable event of device package contains foreign matter. Block h10: investigation results the returned compliance endokit was analyzed. Visual evaluation found that a single hair strand. No other problems were noted. The reported event was confirmed. The foreign material was found in the device packaging between the cinchpad and the outer wrap. It is possible that the problem can be traced to the failure to maintain or establish techniques for controlling and verifying the product specifications including implied but undocumented specifications. Based on all available information and analysis of the returned device, the most probable cause is quality control deficiency. Block h11: additional information: block d4 lot number has been updated based on the additional information provided.

Event description:
It was reported to boston scientific corporation that a compliance endokit was opened on (B)(6) 2024. Upon opening the package, a hair was found inside the kit. There was no patient involvement with this event.